Event description:
It was reported that the patient presented in clinic with chest wall stimulation. Upon review it was noted that the right ventricular lead exhibited loss of capture and low pacing impedance. Chest x-ray confirmed that the lead had dislodged. The lead was explanted. The patient was in stable condition.